Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a laparoscopic right inguinal hernia repair on (B)(6) 2016 and the mesh was implanted. On (B)(6) 2016, the patient underwent a laparoscopical right inguinal hernia repair surgery. During the revision surgery, the patient was found to have recurrent right inguinal hernia, as the inferior edge of the mesh that was placed during his original surgery had migrated anteriorly, thus allowing the cecum to migrate down through the inguinal canal. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.